Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge broke at the patient line and "appeared to have been cut". Customer's blood glucose level was 200 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin delivery on the pump.